Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the entire microcatheter shaft was not returned. Part of the distal shaft and marker band was returned stuck on a stent. Functional inspection was unable to perform due to damage. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'device problem unknown/unclear' could not be confirmed; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. It was reported that when delivered the stent to tip of the subject microcatheter distal and deployed out for a section and then big resistance was encountered. During analysis, it was noted that the entire microcatheter shaft was not returned. Part of the distal shaft and marker band was returned stuck on a stent. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the as analyzed 'catheter tip broken/fractured during use'.

Event description:
The subject catheter was returned for analysis and the device investigation revealed that the subject catheter tip was broken/fractured during use. There was no clinical consequence to the patient due to this event.